Event description:
It was reported the customer experienced elevated blood glucose levels. Reportedly, customer was not inputting his blood glucose levels into the pump to recommend corrections.

Manufacturer narrative:
No product returning for evaluation should new info become available, a supplemental form will be submitted.